Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient reported that on (B)(6) 2016 during arthroscopy procedure part of 227204 broken and fall down into her knee. It wasn`t remove from patient body. Those part approximately 1-2 mm is still in patient knee. No additional details available. On january 19, 2018, the affiliate indicated that the originally reported product code and lot number were incorrect. Correct affected product was ref: 228146 lot: u1403053.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4). The complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed and a specific root cause the reported device failure cannot be determined. Although a specific cause for the reported metal tip failure cannot be determined, an active metal tip breaking out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. The lot number of this device indicates it was manufactured prior to the design change implementation. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Per the reported event, the event occurred on (B)(6) 2016 but was not reported to mitek until november 15, 2017.

Event description:
Patient reported that on (B)(6) 2016 during arthroscopy procedure part of 227204 broken and fall down into her knee. It wasn`t remove from patient body. Those part approximately 1-2 mm is still in patient knee. No additional details available. On december 19, 2017, additional patient documentation records were provided. The records indicated that an x-ray was taken which confirmed the broken device piece remained in the patient¿s knee post operatively. Medical follow ups occurred post operatively to monitor the patient¿s symptoms of pain and inflammation; treatment included medication or surgical treatment. On january 19, 2018, the affiliate indicated that the originally reported product code and lot number were incorrect. Correct affected product was ref: (B)(4), lot: u1403053. On march 8, 2018, the affiliate indicated that it is not known if the device was new/first use or re-processed/re-use when the issue occurred because the patient who reported the issue does not have that type of information. On march 30, 2018, the affiliate indicated that there is no information available regarding a potential revision surgery and could not confirm that the patient underwent a revision.

Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently not available. Initial reporter phone- (B)(6).

Event description:
Patient reported that on (B)(6) 2016 during arthroscopy procedure part of 227204 broken and fall down into her knee. It wasn`t remove from patient body. Those part approximately 1-2 mm is still in patient knee. No additional details available,